Event description:
It was reported that during a starr procedure, bleedings out of staple line, misformed staples, sutured by hand. There were no adverse consequences to the pt. Device discarded.

Manufacturer narrative:
Date sent: 11/17/2008. Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.